Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4: UDI#: (B)(4). No non-conformances were found with the device during inspection of the product. As such, no device history records review, previous history record review, and complaint history record review are required for the investigation per zpc 11.309. On 19 july 2019, it was reported that a meshgraft had poor sharpness. The customer returned a zimmer meshgraft ii serial number (B)(6) for evaluation. Evaluation of the device noted that the reported sharpness issue could not be reproduced but the technician speculated that the cutter blade may be worn. Repair of the mesher occurred on 6 september 2019 and involved replacing the cutter. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. The service technician was unable to reproduce the reported event during inspection of the device. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device had repair for unknown reason. Event occurred during surgery; the customer stated that there were several cut defect on the grafts, but the surgery was finished. No delay reported. No adverse events were reported as a result of this malfunction.